Event description:
The customer reported that the device had a boot up error with an error code 01000. There was no pt involvement as this was found during routine testing of the device.

Manufacturer narrative:
(B)(4): a f/u report will be submitted upon completion of the investigation.